Event description:
Surgeon was attempting to tie off knot and suture broke (x2). Surgeon converted to open so this would not happen a third time. No adverse consequences were reported as a result of event. This device is used for treatment.